Event description:
It was reported that during preparation and prior to the procedure, the console made an unusual noise and had a low power output. There were no error codes reported. The console is still working but the customer is requesting a service before the next case. The procedure was completed with this console. The patient outcome was reported to be stable.